Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1927bcf-45-1 batch 15185932 was received for investigation. The visual evaluation revealed that the bio screw was broken in half. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.

Event description:
On 26th june 2024 it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during use in a collateral ligament repair procedure on (B)(6) 2024. The procedure was completed successfully as a new ar-1927bcf-45 was used. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.